Manufacturer narrative:
Calibration data was within expected ranges. Quality control recovery was within specifications. The investigation determined the issue is consistent with incorrect pre-analytic handling of the sample.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys toxo igg immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample was initially tested on the e 801 analyzer, but there was no value, only a flag indicating there was a sample clot. The sample was repeated on the e 801 analyzer, resulting in a toxo igg value of 50.2 iu/ml (reactive). The sample was repeated on a biomnis analyzer, resulting in a value of < 6.1 (negative, no units provided). The serial number of the e 801 analyzer is (B)(4).